Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was recently implanted in a patient with no underlying rhythm. Good lead measurements were observed but unusual signals were seen on the right ventricular (rv) electrogram (egm) resulting in far-field r wave oversensing on the right atrial (ra) electrogram (egm). Extensive testing was done, and it was determined the signals may be due to a temporary pacing lead in situ. The temporary lead will be removed, and retesting will be performed. Additionally, atrial tachy response (atr) was reprogrammed to prevent an inappropriate mode switch. No adverse patient effects were reported.